Manufacturer narrative:
The lot number is not known at this time.

Event description:
Information was received indicating that cadd administration sets - non flow stop leaked from the filter. There were no adverse events reported.

Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd administration set was returned for analysis in a used condition. Visual inspection of the pump showed delamination at the join of the filter with the tube in the sample received. During functional testing, a leak was observed fleeing from the air vent of the filter in the sample, the reported complaint was able to be confirmed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.